Event description:
It was reported a spectrum pump had "door will not close" error. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR report no.: (B)(4). Baxter received and evaluated the device. The reported "door will not close" error was reproduced and confirmed through evaluation. Evaluation found the force required to secure the door was above expected levels due to the door hooks being out of adjustment. The door hooks were replaced to correct this condition.